Manufacturer narrative:
The right ventricular lead remains implanted with normal measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead exhibited high shock impedances due to an error in programming. It was noted that the shock vector had been programmed rv-svc + can in a single coil lead. The shock vector was reprogrammed and all measurements were within normal limits. The pacing system remains implanted. No adverse patient effects reported.